Event description:
Patient reported a rupture, a leakage and silicone deposits in the axillary lymph nodes diagnosed by an ultrasound. The device will be explanted. This represents the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "silicone migration " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Patient reported a rupture, a leakage and silicone deposits in the axillary lymph nodes diagnosed by an ultrasound. The device will be explanted. Side unknown.